Event description:
It was reported by the pt's attorney that the tibial articular surface was implanted in the right knee in 2003. The pt had difficulty with instability in the right knee. As a result, in 2004, the device was revised.